Event description:
Additional information was received that the patient was brought into the clinic and arm manipulations and isometrics were performed. This elicited a shock impedance measurement of 92 ohms. A few weeks later the remote home monitoring system issued an alert for a low out of range shock impedance measurement of 0 ohms. Boston scientific technical services (ts) was consulted and discussed that the clinic should have the patient perform another remote interrogation to verify the measurement. Another remote interrogation was performed five days later which showed an in range shock impedance measurement of 84 ohms. Two weeks later the next remote interrogation also showed an in range shock impedance measurement of 91 ohms. Thus the clinic has opted to continue to monitor the patient. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) remain in service and no adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms. A revision procedure was performed where the ra lead was surgically abandoned and the ICD was explanted. It was noted that when the right ventricular (rv) lead was placed into the header of the new implantable cardioverter defibrillator (ICD), high out of range shock impedance measurements of greater than 200 ohms were observed. Connections were checked and verified good two to three times, but the greater than 200 ohms impedance measurement continued. When testing distal coil to can the shock impedance measurement was 72 ohms. A shock on t induction was performed and the new ICD sensed it appropriately and converted with a 21 joule shock. The rv lead remained in service programmed distal coil to can. This chronic ICD was explanted as planned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the remote home monitoring system issue an alert for a high out of range shock impedance measurement of greater than 200 ohms for the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. Boston scientific technical services (ts) was consulted and upon review of the remote home monitoring data, also found intermittent low, but within range, shock impedance measurements over the last few months. Ts advised the clinic to bring the patient in for evaluation. Requests for additional information have been made without success. At this time the rv lead and ICD remain in service and no adverse patient effects have been reported.

Event description:
Additional information was received that another alert for low out of range shock impedance measurements of 0 ohms occurred. Boston scientific technical services (ts) reviewed the data and found intermittent out of range high and low shock impedances throughout the last year. It was noted that all instances occur on weekday afternoons or evenings. The clinic contacted the patient who was unable to identify a source of possible electromagnetic interference (emi). At this time the clinic has opted to monitor the patient and the ICD and rv lead remain in service. No adverse patient effects were reported.